Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were loose and dislodged from the pump easily. Reportedly, the guide tracks on the cartridges were damaged. Customer's blood glucose level was between 400 and 500 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.